Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue. In addition of the above evaluation, the machine flow sensor was replaced preventive action, the technician performed final test, valve checking, battery check, run in tests, cleaning and software version was checked.